Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (6) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogs during injection. All returned pen needles were examined and all returned samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Customer states that the non patient end is bent. All returned pen needles were examined and all returned samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula.a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that while using a pen needle 32g 4mm the non patient end bent and needle clogged during injection. The following information was provided by the initial reporter: verbatim: consumer reported needles bent at non patient end. Needle clog during injection. Consumer does not re-use. Lot #: 0092500. Catalog #: 320122. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a pen needle 32g 4mm the non patient end bent and needle clogged during injection. The following information was provided by the initial reporter: verbatim: consumer reported needles bent at non patient end. Needle clog during injection. Consumer does not re-use. Lot #: 0092500, catalog #: 320122. Date of event: unknown. Samples: available - sending mail kit.